Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and tvt obturator was implanted. It was reported that the patient experienced pain following the procedure. It was reported that following insertion the patient experienced recurrent cystitis, recurrent utis, vaginal erosion, urinary frequency and urinary retention. It was reported that the patient underwent excision and revision of mid urethral sling on (B)(6) 2015 due to erosion. No additional information was provided.

Manufacturer narrative:
This emdr represents supplemental report # (B)(4) for previously submitted MDR number 2210968-2017-70666, subject of a litigation complaint summary exemption no. E2013037. The referenced exemption was revoked effective may 15, 2019. The information included in this report was submitted outside the required timeframe due to the extended use of exemption e2013037 beyond its revoke date, as documented under (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.